Event description:
Customer states: during pre-test prior to use on a patient at hospital, a doctor confirmed the air leakage from the trach cuff. Customer confirmed no patient involvement.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.